Manufacturer narrative:
A local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focuses on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/ accessories: (surface coil/ ECG checks). System / image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. According to the site, the pt was not padded during the exam. The system operator's manual provides users instruction on proper padding and pt positioning.

Event description:
A pt reportedly sustained a quarter-size blister on the outer left thigh after a mr exam on the right knee. The pt had no metallic implants. Prior to the scan, the pt received padding under its elbows; but no padding was supplied between the bore and the thighs due to the pt's size. Additionally, no padding was used to prevent skin-to-skin contact between the thighs. The technologist proceeded with the exam while monitoring the pt. The exam lasted for approximately 26 minutes. After the exam's completion, the pt complained of warming sensation felt during the scanning but had elected not to notify the technologist or squeeze the alert ball. The burn was then discovered. The following pulse sequences and durations were used: 3 pl loc x 2 (23 sec and 23 sec), sag fse (4:16 min), cor fse (3:46 min), sag t2 fat sat (3:25 min), cor t2 fat sat (3:25 min), ax t2 fat sat (3:25 min) and t2 map (7:04 min).